Event description:
Kimberly clark corporation received notice in 2005 alleging that the patient experienced hives from head to toe. The patient alleges the allergist concluded the hives were caused by ultrathin pads.